Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, a delamination, an opening crack, and a opening. A leak test was performed, and found an opening on the anterior side, a delamination diaphragm valve. A microscopic analysis was performed which identified, a striated edge opening, a delamination on the diaphragm valve, and an opening crack. Based on the device analysis, the final assessment is: a striated edge opening on posterior side assessed, as surgical damage. Delamination of the diaphragm valve assessed, as adhesive failure. A crack opening on diaphragm valve assessed, as cracked valve seat, diaphragm valve.

Event description:
Healthcare professional reported, left side "leak". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leak".

Event description:
Healthcare professional reported left side "leak." Device has been explanted.